Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a lobectomy, while transecting the pa, the powered vascular stapler fired staples across tissue. However, once the knife blade hit the end effector, the consultant advised that the knife blade did not return back to base and the jaws became lodged. Manual override was used, but they were still unable to open jaws of the device. The consultant proceeded to cut and clip the device from the pa branch and proceeded with the case. Surgery was successfully completed with no patient consequences.

Manufacturer narrative:
(B)(4). Batch # t5d332. Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test cartridge reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.